Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported insufficient benefit from the vorp before and after repositioning surgery on (B)(6) 2013. Thus the patient was re-implanted with a bonebridge on (B)(6) 2014.

Manufacturer narrative:
Based on the received information, patient reported insufficient benefit with the middle ear implant. Repositioning surgery took place to recouple the fmt, but the patient still had insufficient benefit. The patient was re-implanted with a bonebridge implant. Per information from the field, the device is not available for investigation. This is a final report.

Event description:
The patient reported insufficient benefit from the vorp before and after repositioning surgery on (B)(6) 2013. Insufficient mechanical device coupling to the structures of the ear was reported, which got worse over time. Thus the patient was re-implanted with a bonebridge on (B)(6) 2014. The device is not available for investigation.